Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the customer had influenza, and suspected illness to be a contributing factor to elevated bg. Bg was addressed via a correction bolus, manual injections, fluid consumption, and calcium/magnesium tablets.. The customer was instructed to consult with healthcare provider regarding bg level.